Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station provided incorrect status of the patient. The technical support specialist (tss) dialed into the server and identified that the c drive was full. Tss applied the knowledge article "performing basic tasks on vms using vsphere" for the site as it was under bd dell box. Tss added the random-access memory and added additional of 40 gigabytes to the server and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had been running very slowly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.